Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed a blood glucose test and got a result of 21 mg/dl. He retested, and got 70 mg/dl, in which he said was more in his expected range. Tests were done within 5 minutes, using different fingersticks. He did not have any symptoms. Reporter stated that since cleaning the meter, he has been getting more consistent blood glucose results. He, at times, checks the confirmation dot on the strip and compares it to the color chart. A control solution set was within range 122 (96-143).